Manufacturer narrative:
The described issue was investigated in detail. It was initially stated by the user that the footrest fell to the floor. During the incident, a patient fell off the table but was not injured. Images were provided showing the locking holes of the tabletop and footrest. Based on the information and images provided, there was no relevant defect on the tabletop or footrest that would affect the safe attachment. The images did not show any damage of the tabletop that could cause the foot support to slide off. Only normal wear was visible in the images. The service engineer confirmed that the dimensions of the locking holes were within the specifications. Based on the information and images provided, the plastic guiding rail was broken. It could not be clarified if the guiding rail was damaged prior to the incident. Since the broken part was found with the footrest, it is possible that the part broke off when the footrest fell. The guiding part does not affect the safe attachment of the footrest. It is only used for better guidance when attaching the footrest. Therefore, the broken part from the guiding rail is not considered to be the cause of the described issue. The affected footrest was requested for further investigation but could not be provided because the customer decided to repair the footrest with replacement of the guiding part and continued to use it. The spare part consumption of the concerned guiding part (material number 7094597) was checked. No general problem was found. Based on the available information and the experience of the product experts, it is assumed that the detachment of the foot support was due to improper use or incorrect mounting. If the footrest is not properly attached, it may become detached during patient operation. In general, it is recommended to check the footrest again before each use to ensure it is properly attached. The correct handling is described in the system operator manual. To further improve the understanding of how to use the foot support, the description in the operator manual has been updated with additional details and illustrations on how to securely attach the foot support. The improved operator manual has been available since 03/2023. For the installed base, an addendum for the improved understanding of the handling of the footrest has been released on 06-12-2022 with ui xp051/22/s. For the us this fsca was reported to the FDA under res# (B)(4). Please note this customer site is in south africa. The affected customer received this addendum on 04-01-2023. This topic is further tracked by the product steering group who will decide about further measures related to this issue. The complaint is closed with this statement.

Manufacturer narrative:
E1: the reporting facility contact telephone number is: (B)(6). H3; h6: the investigation is ongoing. A supplemental report will be submitted to the FDA if additional information becomes available upon completion of the investigation.

Event description:
The user stated that the foot support of the luminos drf max slid to the floor while the patient was on it. The patient was not injured. The service engineer inspected the foot support and found the guiding part was broken. Though no injury occurred in this case, it is assumed that in worst-case scenario a minor to serious injury might be the outcome. For example, if the issue should recur, a person could be struck on vulnerable parts of the body.